Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain weight but not received. During processing of this incident, attempts were made to obtain explant date. A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported the patient had an infection. In turn, the patient underwent surgical intervention wherein the entire system was explanted to address the issue.